Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system turned itself off and could not be turned back on. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The power supply was replaced. The system was then tested and met all product specifications. The system was manufactured on september 22, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).